Manufacturer narrative:
Concomitant medical products: product ID: 407658 lead, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received possible inappropriate therapy due to atrial fibrillation (af) with rapid ventricular response which was detected by the device as ventricular fibrillation (vf) and was treated with anti-tachycardia pacing. The implantable cardioverter defibrillator (ICD) remains in use. No further patient complications have been reported as a result of this event.